Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. An evaluation of the process and materials was performed. Root cause: a definitive root cause could not be identified at this time. Based on the testing and evaluation of the process and materials, it is likely that too much solvent was dispensed into the loop sleeve, which in turn weakened the tubing and over the course of the procedure caused a premature failure of the loop. Corrective action: all of the production associates have been retrained to the loop assembly procedure with specific attention paid to the solvent dispensing methodology. Additionally, dedicated engineering resources are working toward releasing a possible solution to this issue.

Event description:
The customer reported that they received a 'leak in centrifuge' alarm during the rinseback portion of the procedure. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.